Event description:
Pt reported experiencing elevated blood glucose (300-400 mg/dl), for the past 3 days. Pt reported finding moisture (which smelled like insulin) inside of the device's cartridge chamber. No error messages were generated by the device. Pt self-treated elevated blood glucose by delivering additional boluses (~ 2 - 5u) of insulin.